Event description:
During procedure preparation the catheter was flushed successfully, however it was not possible to push the guidewire through the pigtail. A new catheter was used and the procedure was successfully completed. Same case as manufacturer report # 60000137-2004-00001.